Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used, but excellent condition. The reported alarm was evidenced in the event history log (ehl). The alarm was also replicated during the power up process. The alarm was being produced because the flippers on the left plunger case had become stuck. The problem source of the reported product problem was unknown. A root cause was not established. The left plunger case was replaced to address the reported product problem.

Event description:
It was reported that the medfusion pump produced the following alarm/message: check syringe plunger lever error. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b3, b5 and h6(patient code).